Event description:
Subsequent to the previously filed report, additional information was received: after the leaflets were ungrasped, the pressure gradient and the valve gradient returned to baseline. It was also confirmed that the mitraclip system did not cause or contribute to the pericardial effusion.

Manufacturer narrative:
The device was not returned for analysis. Based on the information reviewed, there are no related effects to the clip delivery system. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 2mmhg. The transseptal puncture was performed. A mitraclip xtw was then inserted and deployed on the mitral valve. A second clip, a mitraclip ntw, was then inserted, and grasping was performed. However, the mean pressure gradient increased to 7mmhg and the patient's blood pressure dropped. The clip was removed from the patient. The procedure was completed with one clip implanted, reducing mr to a grade of 2. However, a few hours after the procedure, the patient developed a pericardial effusion. It was noted that in the physician¿s opinion, the transseptal puncture caused the pericardial effusion due to the transseptal puncture took a long time. The steerable guide catheter and mitraclips did not cause or contribute to any adverse patient effects. There were no device issues. There was no clinically significant delay in the procedure.